Manufacturer narrative:
(B)(4). Retainer = black. Customer returned the pump for alleged pump error 15 alarm found on (B)(6) 2022. The pump passed the self test and the displacement test. The pump was successfully downloaded using thump. No unexpected pump error 15 alarms occurred during testing and a review of the formatted history file shows on (B)(6) 2022 there were two (2) pump error 15 (line number 1935 file number 0) alarms (08:05 and 15:46) that were triggered due to a software error (esf# 3637736). The pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 15 alarm is confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had history pointers failed. Customer was able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to program a 0.2 unit fill cannula into the air to determine if delivery is successful. The insulin pump was returned for analysis.